Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a crack was found on the exterior of a bd q-syte¿ luer access split-septum stand-alone device during infusion. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Our quality engineer inspected the sample provided by your facility. Bd received one q-syte unit with no packaging. A device history record review showed no non-conformances associated with this issue during the production of the batch number 7242782 provided. The q-syte was received in two portions; the top and bottom bodies. The male luer body of the q-syte unit had been broken. Through the visual/microscopic evaluation, cracks, breakage and stress signs were observed. The defect you reported was confirmed based on evaluation of the returned unit. In conclusion it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. Indeterminate-the damage (stress signs, separation) observed on the q-syte (blue valve) appears to be caused by external forces applied to the unit during usage. The unit did not reveal evidence of manufacturing related damage. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: yes.

Event description:
It was reported that a crack was found on the exterior of a bd q-syte luer access split-septum stand-alone device during infusion. There was no report of exposure, injury, or medical intervention.